Event description:
Technician stated a system 1000 hemodialysis gave conductivity alarm at the device rinse phase before a pt was on the device. It was then noticed that the device experienced a spontaneous dialysate proportioning ratio change. There was no pt injury or medical intervention associated with this incident.